Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported image issue could not be confirmed, however, the investigation did confirm peeling of the insertion tube coating. A definitive root cause of the reported coating peeling issue could not be determined, however, it was likely due to stress, resulting from repetitive use and or chemical/reprocessing. The event coating peeling may be detected/prevented by following the instructions for use which state: ¿preparation and inspection of the endoscope¿. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities¿. ¿important information ¿ please read before use¿. ¿warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient¿. ¿reprocessing manual_ general policy¿. ¿precautions_warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the insertion tube coating was peeled off. The customer's originally reported issue of no image was not confirmed. The following additional findings were also noted: water tightness lost due to a scratch on the bending section cover, and bending angle in the up direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that, during reprocessing, their evis lucera elite bronchovideoscope did not output an image. The issue did not result in any delay, and the patient was not under sedation. Upon inspection and testing of the returned unit, it was discovered that the coating of the insertion tube had peeled off. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture both the reportable malfunctions originally reported as well as found during evaluation.